Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to actively seek to assess the safety and performance of the sprinter legend rx semi compliant balloon dilation catheter. During a coronary procedure, a 2.0x12mm and a 2.50x15mm sprinter legend rx balloon were attempted to be used. The access site for both devices was the radial/ulnar artery. Both devices were intended to be used in the moderately/severely calcified lesion in the coronary artery. In stent restenosis was present in the lesion. The devices were being used for pre-dilation. The devices were opened and used as described in the IFU. The 2.0x12mm sprinter legend rx balloon was inflated twice and the 2.50x15mm sprinter legend rx balloon was inflated three times. The 2.50x15mm sprinter legend rx balloon was successfully used in the procedure. However the 2.0x12mm sprinter legend rx balloon was not successfully used during the procedure as a balloon burst occurred. Intervention was not required as a result of the event. There were no adverse events/effects as a result of the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: facility name and address provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.